Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a clotting issue. The device was changed to prevent harm to the patient.